Event description:
The customer reported to customer service that the transformer would not power her pump in style breast pump. Upon receipt and qe evaluation on (B)(4) 2014, a breach was found which is a safety risk due to the exposed underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe investigation on (B)(4) 2014, a breach in the transformer housing was found. There was no report of spark, fire or injury. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured 0.8 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured open, which is not normal and indicates that the thermal fuse did blow. See scanned page.